Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient, who has a history of cardiac bypass surgery. The following data was provided: sample ID (B)(6), result was 25.729 ng/ml. Additional laboratory results were provided: bnp result was 564.8 pg/ml it was noted that based on the elevated result, the patient underwent a cardiac catheterization procedure, on (B)(6), as a precaution, which produced no abnormal findings. There was no adverse impact to the patient due to the procedure.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-26, that has a similar product distributed in the us, list number 02r98.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results for one patient, who underwent an unnecessary cardiac catheterization because of the elevated results, included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of alinity I stat high sensitive troponin-I, reagent lot 42429ud00, which contains identical bulk reagents as architect stat high sensitive troponin-I, reagent lot 42453be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Trending review determined no related trend for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, it was determined that this adverse event represents a correct use; however, per the limitations of the procedure, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat high sensitive troponin-I, lot number 42453ud00, was identified.